Event description:
Pt. Had bronchoscopy procedure, and a foreign object was removed from lung appeared like small brush. Event occurred [date redacted], re-admission [date redacted] - approximately 2 months later. Event reported to the joint commission.